Manufacturer narrative:
(B)(4). The customer returned one hemodialysis catheter for evaluation. The assembly contained obvious signs of use in the form of biological material. Microscopic examination revealed the venous (blue) luer hub contained small scratches and cracks. The luer also contained circular indentations, indicating excessive torquing caused the cracks. The returned connector assembly was connected to a lab inventory syringe to test for leaks. When the venous luer was connected, water in the form of droplets leaked from the luer. No issues were detected when the arterial line was tested. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user , "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a hub leak was confirmed by complaint investigation of the returned sample. The venous luer hub contained small cracks, damage consistent with over-tightening of luers. A device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the juncture hub was found broken during usage of hemodialysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the juncture hub was found broken during usage of hemodialysis.